Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during fill tubing, insulin was only coming out of the luer lock connection and not the end of the tubing. There was no impact to the user's blood glucose level. Reportedly, the user only changed the cartridge, kept the existing infusion set, was able to successfully see drops out of the tubing, and resumed insulin delivery. Tandem's technical support discussed the possibility of the luer lock connection not being as tight as possible.